Event description:
Approx 1/20/97 a pt arrived at emergency dept intubated and being hand-ventilated with the resuscitator bag in question. Pt saturations remained in low 80's despite using 100% oxygen. Respiratory therapist noticed that the oxygen regulator liter flow indicator was 2-3 1/m despite turning the flowmeter to flush. They switched out the bag and the pt's saturation came up to 90's. No pt harm was done.